Manufacturer narrative:
D4: a full UDI is not available as the lot number is unknown.

Event description:
It was reported the housing's weld fractured during a procedure. Attempts are being made to obtain additional information about the event.

Manufacturer narrative:
Correction: d9; h3: a picture was provided of the device. Follow-up report submitted to document device evaluation results.

Event description:
Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.